Event description:
The customer staff contacted arjo and informed about the malfunction of the citadel plus bed frame. Allegedly, the left side rail was completed broken off the bed. The issue occurred when transferring the patient from the hospital bed onto the citadel plus. No injury was reported.

Manufacturer narrative:
The customer facility was visited by the arjo representative and the damaged bed frame was replaced. The photographic evidence provided confirmed the claimed issue. The side rail panel was completely detached from the bed frame. All screws holding it to the metal plate were ripped off. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail damage might be related to an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged and circumstances in which the event occurred (the side rail was detached during the patient transfer onto the bed). The procedure related to preparation for patient placement is describe in the instruction for use (IFU, document number: 831.374_en). There is recommended to: " make sure patient surface is level adjust the height of the patient surface to the same level as the surface from which the patient is being transferred lower side rails. 11. Transfer patient following all applicable safety rules, institution protocols and patient placement instructions ." The IFU includes also preventive maintenance procedures for side rails: the operation of the side rails should be checked daily by the caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the analysis of the complaints concerning side rail detachment, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device was used by the patient when the event occurred and played a role in the event. Arjo device failed to meet its performance specification since the side rail was detached. The complaint was decided to be reportable due to the side rail detachment. No injury was claimed.